Event description:
Rupturing of ovarian cysts.... Due to eggs not being properly released. I have had this birth control for 5 years and have had many, many more bad reactions included but not limited to very heavy periods that last a month at a time and had to be stopped by medication.